Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information this cardiac resynchronization therapy defibrillator (crt-d) exhibited high pacing thresholds which led to loss of capture on the left ventricular (lv) lead. High pace impedances were also observed. The lead was suspected to be fractured, but that was not confirmed. This crt-d was explanted and the lv lead was surgically abandoned. The lead was not tested via a pacing system analyzer and no fluoroscopy or x-ray was performed. No additional adverse patient effects were reported.